Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient got up from bed during power module operation and an alarm occurred. The patient changed the power source to batteries and moved to the hospital. The hospital staff checked the history and found six low speed operation alarms at 5630, 3450, 5720, 7270, 4770, 5420 rpm were recorded. The log file showed six low speed advisories. Speed drops were as low as 3450 rpm. These issues only appeared to be occurring while the pump was connected to the power module. It was considered that there was a high possibility of driveline damage, so the pump was exchanged to heartmate 3 on the same day. There were no abnormal alarms observed since the pump was exchanged. The pump and two system controllers would be returned for analysis.

Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number: (B)(6) confirmed internal driveline wire damage that would have contributed to the low speed events captured in the submitted log file. The submitted log file contained approximately three and a half days of relevant information. The file captured six low speed events while the patient was supported by the power module. Corresponding low speed and low flow alarms were observed during the events. The pump appeared to ramp back up following the last low speed event and remained above the low speed limit for the remainder of the file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline cut approximately 2¿ from the pump housing. A middle segment was returned measuring approximately 13¿ and the remaining distal portion of the driveline was returned measuring approximately 23¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump's bearings and bearing cups found no anomalies related to wear or damage. Upon evaluation of the driveline, the pins of the metal connector were free from deformation. Electrical continuity testing of the driveline segments did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket layer of the driveline segments. Additionally, no damage was observed to the bionate layer of the driveline segments; however, slight discoloration was observed on the middle and distal driveline segments. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. More significant wear to the metal braided shield was observed on the middle and distal driveline segments. Upon removal of the metal braided shielding, breaches were observed on the middle driveline segment, exposing the inner conductors. The breaches were observed on the yellow, green, brown, and orange wires, approximately 13.5¿ from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wire contacted the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground would have resulted in the reported low speed events confirmed via the submitted log file. In addition, a phase-to-phase short could have also occurred if the exposed wires from any of the wires made direct contact with each other or simultaneous contact with the metal braided shield while the device was supported by batteries or an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05apr2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B), is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook (rev. D) is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.